Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943-65 lead, implanted: (B)(6) 1998. A 5076-58 lead, implanted: (B)(6) 2003. A 1258t competitor lead, implanted: (B)(6) 2013. A 2088tc competitor lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the svc (superior vena cava) defibrillation coil impedance had been fluctuating for at least the last 80 weeks. The device and lead remain in use. No patient complications have been reported as a result of this event.